Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lg lens has a crack. Due to corrosion on plug unit, e315(scope err unsupported scope) occurs and no image is displayed. Additionally, the regional repair center identified the following failures that are subject to investigation: adhesive on a-rubber is detached. Adhesive on a-rubber has a crack. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited corrosion on plug unit. There was no patient involvement.